Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including disability, pain and subsequent surgical intervention for mesh removal. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that on or about 15-may-2012, the patient underwent surgery for repair of an incisional hernia. A bard/davol ventralex mesh was implanted to repair the hernia defect. Attorney alleges that on or about (B)(6) 2014, the patient underwent an additional surgery to repair and/or remove the defected mesh. A redo of the initial incisional hernia repair with a non-bard/davol mesh was also performed. It is also alleged that on or about (B)(6) 2015 and (B)(6) 2018, the patient underwent an additional surgery to repair and/or remove the defected non-bard/davol mesh. It is alleged that the patient was injured severely and permanently. It is also alleged that the patient has suffered and will continue to suffer chronic pain, disability, hospitalizations, additional surgeries, has undergone and will likely require in the further other forms of care and medical treatments. Attorney also alleges that the device was defective.